Event description:
Complainant stated that they were using a four liner manifold during a procedure, and that before they could change the full liner to an empty liner, fluid was by-passing the shut-off mechanism and backing up into the vacuum line. They were using an in-line filter, so the vacuum system was not contaminated. There were no pt consequences as the result of by-pass.

Manufacturer narrative:
Without lot number or production date, a full investigation cannot be completed. Based on info supplied by user, user error is improbable, and a malfunction of the shut-off mechanism is probable.